Manufacturer narrative:
(B)(4). 3004753838-2026-132909 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings occurred. Performance data was reviewed. The allegation was undetermined via data. However, it was found that egvs not updating issue occurred within the investigation window. The probable cause was determined to be an error with an event handler which caused the app to prevent the trend graph and current estimated glucose value from updating. . No injury or medical intervention was reported